Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The following fields were updated: d9, h3, h4, h6. In addition, the following reportable malfunctions were identified during the device evaluation: foreign material on the cover, and rust on opening of mouthpiece and channel. Based on the results of the investigation, a definitive root cause of the black debris could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported the videoscope exhibited some kind of black debris. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.